Event description:
Rn initiated a magnesium infusion via secondary line at rate of 25 ml/hr. Shortly after the start, rn observed the drops moving very quickly through the drip chamber, as if the roller clamp was "wide open" much faster than expected. Rn stopped the infusion and obtained new tubing and devices. Set was not saved, devices were sequestered. New data set was launched after (B)(4) 2013. Pumps were updated by biomed department, unk which data set was in use at time of pt event. Customer stated the user did not provide any add'l pt event details. No pt harm or medical intervention required. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results, should the device be returned for eval.